Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, a21 error test and displacement test. No unexpected off no power, bad battery , low battery, weak battery , battery out limit and failed battery test alarms noted during testing. Device had broken battery tube threads. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's husband reported via phone call that the insulin pump was working sometimes and sometimes it was not. Customer's blood glucose value was 160 mg/dl. Customer stated that insulin pump's casing was damaged. The device will be return for analysis.